Manufacturer narrative:
The subject device has not been returned to omsc. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing tests by the facility, the subject device repeatedly tested positive for bacteria. The type and the numbers of bacteria were as follows; on (B)(6) 2018; pseudomonas sp. (1cfu/100ml) and unspecified bacteria(4cfu/100ml), on (B)(6) 2018; the test indicated no microbial growth, on (B)(6) 2018; staphylococcus aureus. (1cfu/100ml), on (B)(6) 2018; unspecified bacteria(2cfu/100ml). The subject device had been manually reprocessed with peracetic acid. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.